Manufacturer narrative:
Motor cable assembly failed. It was replaced along with consumable parts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the handpiece failed to work and generated heat before the procedure. There was no patient impact.